Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated to (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was implanted on (B)(6) 2011

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer's representative. Logs confirmed a motor stall occurred on (B)(6) 2018 at 19:51.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (3 mg/ml at 720 mcg/day) via an implantable pump for an unknown indication for use. It was reported the hcp noticed patient symptoms of more spasticity which changed again to normal without spasms. Then alarm and motor stall came. The event date was provided as (B)(6) 2018. Troubleshooting included stopping the pump and sending the patient to the operating room because of withdrawal symptoms. The pump was replaced on (B)(6) 2018. When asked if there were contributing factors to the event, the response was "n/a." The patient was receiving oral baclofen. The pump would be returned. The issue was resolved. The patient status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.